Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d5, d8, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending section cover or distal sheath adhesive tab has fallen off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem. Olympus will continue to monitor field performance for this device.

Event description:
No new information

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope displayed error code e216 (no image). There were no reports of patient involvement.